Event description:
It was reported that in early (B)(6) 2015 there was suspected device associated infection. On (B)(6) 2015, the patient was hospitalized due to fever. Pus/suppuration from the dorsal wound was confirmed, hence drainage was performed and the administration of antibiotic was initiated. As device-associated infection was suspected at the same time, dose tapering was initiated by assuming a possibility of removal. On (B)(6) 2015, the dose was reduced to 90 microg/day (the lowest dose for the 0.2% preparation) and discontinued. At the same time, the administration of oral baclofen was initiated. The possibility of device infection could not be denied, hence the pump system was removed. The adverse event outcome was reported as not recovered as of (B)(6) 2015. This was reported as unrelated to the investigational drug and programmer but unknown if related to the pump, catheter, or procedure; the cause was unknown. According to the guidelines, the patient's condition should become improving through administration of antibiotics for 2 to 3 weeks. Then, re-implantation of the pump system would be examined. This device system delivered gabalon. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that a pump operability test was performed on (B)(6) 2014. The patient was also noted to have a combination/physical therapy for a training in her joint range of motion. On (B)(6) 2015 the patient was diagnosed with bacterial meningitis. This was classified as "not serious" and intravenous antibiotic was administered. The adverse event was reported as recovered on (B)(6) 2015. The causality was now reported as unrelated to the investigational drug, not related to the pump or programmer, but related to the catheter and unknown if related to the procedure. Laboratory data was provided. On (B)(6) 2015 there was drainage found in the wound in the abdomen region. On (B)(6) 2015 the patient's body temperature was 39.5 degrees. The patient visited the emergency room and was hospitalized. Vancomycin and cefepime were initiated. The gastric fistula sampling noted a cell count of 1892. A dose reduction in baclofen was initiated from 165 to 132 micrograms per day. Administration of the oral baclofen was also initiated. On (B)(6) 2015 the baclofen dosage was reduced to 96.1 micrograms per day. On (B)(6) 2015 the baclofen pump and catheter were removed. On (B)(6) 2015 the cerebrospinal fluid/marrow sampling cell count was 26. On (B)(6) 2015 the antimicrobials were ceased and on (B)(6) 2015 the patient was discharged. There was the onset of bacterial meningitis, (B)(6), due to the catheter infection. Four months had passed since the surgery, but the relationship with the procedure was uncertain. There was no increased susceptibility to infection due to the underlying disease or the concomitant drugs. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), explanted: (B)(6) 2015, product type: catheter. (B)(4).